Event description:
A malfunction was reported on the pump, but no notable events occurred prior to it. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to call back if the malfunction code reappears and has been able to continue using the pump.